Event description:
Patient short of breath and not feeling well. Pacemaker evaluated in physician's office on 10/26/93. Ventricular lead found to have loss of sensing.ventricular lead model 4012 capped and replaced. New pulse generator also placed as it was nearing end of life.